Event description:
Avid medical, an (B)(4), is the manufacturer of a custom procedure tray that contains drape, ors warming 44"x66" poly, part # ors-300n manufactured by ecolab. Avid medical received a complaint on (B)(6) 2016 originated by (B)(6), cbmet, (B)(6) medical center reporting the finding of a small hole in the drape after the surgical case was finished. No patient injury was reported. Avid medical issued formal complaint #(B)(4) to the manufacturer ecolab for a small hole in warming drape part# ors-300n. The complained drape was sent to ecolab, for evaluation. The following drape lot numbers were used to build avid medical's custom procedure tray: d153061a, d153151, d153151a, da153151.